Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 476 mg/dl. Customer also stated that the insulin pump had a battery failed alarm. The product will return for the analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).